Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the lead is explanted and returned for analysis.

Event description:
Boston scientific received information from a boston scientific field representative that this chronic left ventricular (lv) lead was capped and surgically abandoned after exhibiting high out-of-range pace impedance measurements. Varying impedance measurements within specification had previously been noted. A minor insulation breach was observed during normal replacement of the patient's device 3.5 months previous; the impedance measurements at that time were within specification. Another lv lead was successfully implanted, with no report of adverse patient effects.